Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2017. According to the complainant, the patient was coughing during the dilation which allegedly caused a perforation in the esophagus. The perforation was noticed after the balloon was deflated. It was noted that two resolution clip devices were used to close the perforated site and the patient was sent home. It was confirmed that there was no malfunction of the cre balloon. It was reported that the perforation is the only patient complication due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.